Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and an excessive charring occurred. After the procedure, the doctor noticed that charring was visible above the tip of the catheter. There was no patient consequences. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31367820l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and an excessive charring occurred. After the procedure, the doctor noticed that charring was visible above the tip of the catheter. There was no patient consequences. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed thrombus/char residues between the dome and the first electrode. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was flushing correctly. No irrigation issues were identified. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/char issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-aug-2024, it was noticed the incorrect date received by manufacturer was reported in field g3 of the 3500a initial medwatch. The incorrect date reported was 2-aug-2024. Please consider the correct date to be 7-aug-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and an excessive charring occurred. After the procedure, the doctor noticed that charring was visible above the tip of the catheter. There was no patient consequences. On 7-aug-2024, additional information was received indicating was fount on the tip above the electrode. Specifically between tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. The correct catheter settings were selected on the generator and the pump was switching from low flow to high flow during ablation. They physician considered the charring to be excessive and estimates the patient risk to be increased, however, the patient has not exhibited any neurological symptoms since the procedure was completed. Based on the additional information received, the event was assessed as an MDR reportable malfunctions.